Event description:
The pt experienced redness, pain and incision wound opening. The pt was diagnosed with an infection; the pt did not have meningitis. The pt had been administered perioperative antibiotics. The primary location of the infection was the device pocket; external to skin. No cultures were obtained. The entire device system was explanted; the pocket was flushed with an antibiotic solution; the pt was given oral antibiotics; and a new pump system was implanted in the right lower quadrant. The infection resolved. The pt was on continued chemotherapy and healed slowly. The pt risk factors prior to implant were reported to be cancer and malnutrition/extremely thin. The pump system was used to deliver hydromorphone and bupivacaine.